Manufacturer narrative:
(B)(4) - poor wound drainage. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01592. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a total knee arthroplasty procedure on (B)(6) 2010 and a drain was placed. The drain functioned properly for 1 day. On the next day, the suction was weak. After trying to re-activate the suction, the suction was still weak, so the drain was removed from the pt's body. There was no adverse consequence to the pt.